Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received the replace generator message.

Manufacturer narrative:
Based on the additional information received, the battery meets the expected longevity. As such, this event is no longer reportable.

Event description:
Additional information received indicates that the ipg in operable and providing therapy.